Event description:
It was reported that the closure device did not fully expand and there was difficult during recapture. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 30mm watchman flx laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the laa of the patient but did not fully expand. The physician experienced difficulty when trying to fully recapture the closure device but was ultimately able to successfully complete a full recapture. The procedure was ended with no closure device implanted in the patient. The patient did not experience any complications as a result of this event.

Manufacturer narrative:
Device analysis: the returned product consisted of a 20mm watchman flx implant and core wire only. The implant was constrained as received, however was fully expanded in the water bath. The implant diameter was measured with a calibrated caliper and measured 19.72mm which meets the specification of wm flx design matrix implant diameter (unconstrained): 20mm model (19.0 mm to 21.0 mm). A video was attached to the complaint record showing the implant not fully expanded. Product analysis confirmed the reported event, as the implant was received constrained in the ambient temperature. Analysis of the attached media was able to confirm the reported event as the implant is shown not fully expanded within the attached video. The difficulty recapturing the implant could not be confirmed as the delivery sheath was not returned and clinical circumstances could not be replicated.

Event description:
It was reported that the closure device did not fully expand and there was difficult during recapture. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 30mm watchman flx laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the laa of the patient but did not fully expand. The physician experienced difficulty when trying to fully recapture the closure device, but was ultimately able to successfully complete a full recapture. The procedure was ended with no closure device implanted in the patient. The patient did not experience any complications as a result of this event.